Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated everything is going well since implant. Patient stated this morning they woke up and the buzzing ( pt clarified stimulation) is all the way up underneath their right arm and the ribs on the right side and it goes to the front and down into their legs. Patient lowered the stimulation back down to 0.9 instead of where it was or where they left it but it is still not helping. Pt stated the stimulation feels much higher than where they originally programmed it. Patient tried to change the group settings but that did not resolve the issue. Agent suggested that patient try to adjust to a different group setting to see if that can help. Pt stated they will have to turn their ins off if they cannot get this adjusted. Since the pain stim device was implanted patient has not had any pin and needles in their arms or shoulders. Pss suggested pt talk to the hcp to see if the ins could be helping resolve that sensat ion. Agent is sending an fyi message to the field about patient call. Pt stated their next appt is (B)(6) 2024.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.